Event description:
A technician reported that during cataract surgery, the system turned off by itself. The surgeon completed the surgery by using manual aspiration. There was no harm to the patient.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).